Manufacturer narrative:
Follow-up #1 (07/02/2013)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on 6/25/2013 with the following findings: although the error was not reproduced, the meter failed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the meter was displaying an error 4 message. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.